Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer's blood glucose level was 73 mg/dl. The customer also stated that the alarm occurred during the rewind/prime sequence. The product will return for analysis.

Manufacturer narrative:
The insulin pump passed self test, unexpected restart error test and displacement test. No unexpected external random access memory error, unexpected restart alarm or reset time/date anomaly after change battery noted during testing.